Event description:
The implantable neurostimulator was cut off and not working. The pt could not adjust stimulation. The pt programmer screen was blank. Changing the programmer batteries did not resolve the issue. The implantable neurostimulator lead was broken at l12. The pt desired device system removal. A field rep was notified of the situation. Add'l info has been requested. A follow up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).